Event description:
During implantation of a two level (six screw) cervical plate, the surgeon had a screw pass through one of the middle holes of the plate during screw insertion. The doctor needed to move the plate out of the way to remove the screw. Following replacement of the coilet in the plate the surgeon had difficulty installing another screw, and used four additional coilets and three screws in the process of trying to insert a screw at this location. These difficulties added approximately 15-20 minutes to the surgery, and in the end the surgeon needed to leave the screw out.